Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to interrogate the implanted device, despite attempting multiple troubleshooting steps and programmers. It was determined that the device likely had a depleted battery. The device was explanted. No patient complications have been reported as a result of this event.